Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm during priming on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.